Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneously submitted and omitted information in the previous report: section d6a, date of implant was incorrect and has been updated. Section d6b, date of explant, was erroneously omitted. Finally, sections d and g contained erroneous information relating to the legal manufacturer of the impacted product. All relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with two 645cc mentor memorygel breast implant and experienced unspecified complications post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device. The patient underwent intervention for capsular contracture prior to explantation, which for the left side device was captured under manufacturer report number 1645337-2021-04399.